Event description:
No primary stability achieved. Periodontal disease and diseased mucous membrane at time of surgery. Infection, pain, bleeding, mobility, inflammation, pockets around implant. Patient was not in compliance with om.